Event description:
Medtronic received information that 8 months following the implant of a transcatheter pulmonary valve, the patient experienced right ventricular outflow tract/conduit obstruction, and tricuspid regurgitation causing high gradients. The valve was originally implanted to replace an extensively calcified aortic homograft. The patient has a history of truncus arteriosus (congenital heart disease), hepatomegaly, and ascites, secondary to chronic right heart failure. The patient also had known occlusions of both femoral arteries and inferior vena cava and a previous injury to the to the innominate vein during sternal reentry. The valve was successfully removed and replaced with another valve with no patient complications.

Manufacturer narrative:
Product analysis: no product was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.